Event description:
It was reported that the patient presented in-clinic for an unrelated procedure. During the procedure the right-atrial (ra) lead had been damaged due to electrocautery and failed to capture. As a resolution the ra lead was then explanted and replaced. The patient condition was stable.